Event description:
Two models of baxter infusors look extremely similar. Multiday model delivers 0.5 ml/hr. Single day model delivers 2ml/hr. Outer wrapper is in multiple languages including japanese making it difficult to differentiate.the medication was not administered to or used by the pt. Suggestions to prevent recurrence of this error: move infusers to different shelves to differentiate. Ask MFR for better labeling & packaging.